Event description:
The customer reported via phone call that she went to prime her pump and she received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor system, and displacement tests. Pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to verify the motor position encoder error alarm in the alarm history due to the history file being overwritten. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked case reservoir tube window corner.